Manufacturer narrative:
H3: product analysis (pli 20): evaluation determined that the reported malfunction of overheating could not be observed; however, it was observed that the tool bur wobbled due to bearing breakage inside the tube and deterioration of the marking was observed. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis (pli 10): evaluation determined that the reported malfunction of overheating is confirmed, heat was generated within several tens of seconds after operation start. However, it was also noted that the insertion depth of the tool bur was outside the specified value. Date of incident or estimated date of incident was not provided to the manufacturer. Event notified date used as date of incident until further information is obtained. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that the device with the report of temperature increase. At the time of the report, there was no patient impact. Additional information received broken bearing inside the tube were found during evaluation.